Event description:
It was reported that the valve was broken.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation testing. There were two jagged cuts on top of dome. There was also a large tear between the silicone dome and the base of the valve. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The returned catheters had no tears or occlusions. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.